Event description:
Information was received that while a smiths medical tracheostomy tube was in use, balloon had disconnected from the end of the tracheal incision. The patient's trachea was opened for 56 days and sinus was reported to have formed. Immediately following, patient had a coughing fit, suction was done to clear mouth and nasal secretions and the cannula was changed out. It was reported patient had no chest tightness or suffocation following.